Manufacturer narrative:
The complaint investigation was performed for a observed falsely elevated result which included a search for similar complaints, and the review of complaint text, trending data, labeling, device history records, instrument log review, and historical performance of reagent lot 01519g000 through abbottlink data. The historical performance of reagent lot 01519g000 was evaluated using world wide data from abbottlink. Patient data was analyzed and compared to an established control limit. This evaluation indicated that the patient median result for lot 01519g000 is inside the established control limits, which indicates acceptable product performance. A review of the customer's instrument abbottlink files for the sample ID indicated in complaint text was conducted using log-ic. This review did not identify conclusive information to indicate an instrument or sample integrity issue occurred. Based on the investigation, no systemic issue or deficiency of the architect intact pth reagent lot 01519g000 was identified.

Manufacturer narrative:
Initial reporter, address line 2 = (B)(6). All available patient information is included. No additional information was provided. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that an architect intact pth (ipth) result of 17.7 pg/ml was generated for a patient sample (ID (B)(6)) on (B)(6) 2020. The same sample tested at <6 pg/ml using the roche pth method. The customer inquired regarding potential interfering factors in the sample. No impact to patient management was reported.